Event description:
Pt came to ed with "ami". Started on aggrastat drip, rate at 10cc/hr on acclaim IV pump. Pt was intubated, and was placed on a versed drip at 10 cc/hr on a second acclaim IV pump. When pt transferred to ccu 3 hrs later, both bags were found to be empty. Rate on both pumps still at 10 cc/hr. Pt's platelet count and h&h dropped significantly, requiring intense monitoring, & a transfusion of packed rbc's. Pt was transferred to another facility in medical ctr.